Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited episodes of over-sensing noise ,and the implantable cardioverter defibrillator exhibited myopotential over-sensing episodes. Programming changes were made on the device. Patient was stable.